Manufacturer narrative:
This supplemental report is to correct the previous reported information for missing UDI. The UDI (B)(4).

Event description:
It was reported that during the pulse generator check, the right ventricular lead exhibited high impedance. Upon interrogation, x-ray indicated that lead insulation was damaged. The right ventricular lead was capped and replaced during the normal device change on (B)(6) 2017. There were no adverse consequences to the patient before and after the procedure.